Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has been having intermittency issues with his device for the past three months. Approx two weeks ago, the pt hit his head on the implant side. He no longer has any access to sound. The external equipment has been swapped out. Testing confirms that the device has malfunctioned.